Event description:
The patient was placed on total body cooling that needs to be initiated before 6 hours of age. Approximately 5 hours after the protocol was initiated, the sail was changed because it was "leaking." Then, ~5hours later, biomedical engineering was called because something "just wasn't right." Upon arrival it was noted that the sail was wet, and the hoses and machine were extremely cold. The blanket temp remained around 5 degrees despite the patient not reaching the desired temp. Upon examining the machine and hoses, the collar around the hose was noted to snap in place when they were manipulated. Immediately the machine cycled more water through the patient cooling blanket and the patient's temperature, within 20 minutes or so, reached the desired temperature. At this point the blanket temperature started to adjust in accordance with the patient's temperature. Apparently the hoses to the patient blanket were not fully engaged, limiting circulating water to the patient blanket. This resulted in the infant lying on a blanket for many hours that was between 5-10 degrees c. It also resulted in the patient not receiving optimal temperature for at least 8 hours when generally this is reached within 2 hours. Other than hearing the collar click over the connection, and visually inspecting, there is no clear indicator. If the hoses are pulled on they appear fully engaged.